Manufacturer narrative:
No additional information was received regarding any treatment or medical intervention required for the reported event. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported "I have a patient who saying he has permanent tissue damage and can't get another surgery by another doctor. I need information on if coolsculpting causes permanent tissue damage in the abdomen/ flank area" while using the coolsculpting unit.